Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the home choice (hc) during drain 2 of 3. The patient was connected at the time of the alarm. The supplies were not damaged by an outlet port clamp or assist device. The home patient (hp) stated that she disconnected from the machine to let her dog outside. Proper procedures were not used, and she reconnected. She then had the system error 2240 followed by a system error 2367. The technical service representative (tsr) explained both alarms and advised to close all of the clamps, discard the supplies, and start over with new supplies or finish with manuals. Proper procedures were reviewed with the hp. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was "use error, patient disconnected from set". The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.